Event description:
Physician had used a flexiglide to wrap a nerve. The pt had an apparent foreign body response to the flexiglide. He re-operated on the pt and she had formed a large cyst around the flexiglide and nerve.